Manufacturer narrative:
Section a4, a5: unknown/ not provided. Asku. Section b3: date of event: unknown, not provided. Best estimate of date of event is between feb 20, 2024 and apr 2, 2024. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a multifocal intraocular lens (iol) was implanted in a patient's right eye. It was noted that the patient was not seeing distance and experiences glare at night, and about the last 3 weeks things have shifted. The implanted suspect iol was explanted/exchanged. It was stated that vision pre-op was 20/25 corrected, post-op 20/30 (before exchange), the replacement iol identifiers were not provided. No vitrectomy, no sutures, no delay in procedure, no medication prescribed. It is unknown if there was an incision enlargement. Directions for use (dfu) followed. Patient post-explant status unknown. No other information provided.